Event description:
Vns pt has suffered a severe decline in mental and physical function over the past year. It was reported that the pt is unable to talk and is virtually unable to walk, which they reportedly never had problems with in the past. Additionally, it was reported that the pt's seizure pattern had changed from nocturnal seizures to seizures both in the day and at night time. It was reported that, beginning 4 months post-implanted and lasting for approx two years, the pt had excellent results from the vns therapy. During this time, the pt had very few seizures and a marked increase in alertness, communication skills and learning. The pt's condition has worsened over the past year to the point that they experiences multiple tonic-clonic seizures per day and has suffered a severe decline in mental and physical function. Device diagnostic testing has reportedly been within normal limits on four separate occasions during this time period, indicating proper device function. Review of x-rays has not revealed any obvious discontinuities in the ncp system. Adjustments programmed parameters have not resulted in improvement of the pt condition. The pt's family members have indicated that the decline in the pt's condition seemed to correspond directly to a period of time just over one year ago and when they began to pull at their neck in the area of the lead electrodes. Treating neurologist has recommended starting the pt on keppra.